Event description:
Difficulty standing [difficulty in standing]. Difficult to weight bear [weight bearing difficulty]. Could not walk/having difficulty walking [unable to walk]. Severe swelling [swelling of r knee]. A lot of pain [aching (r) knee] ([pain upon movement]). Could be allergic reaction to injection [allergic reaction]. Case narrative: this case was linked to 2019sa297201 (multiple devices). Initial information received on 17-oct-2019 from united states regarding an unsolicited valid serious case from a patient. This case involves a 58 year old female patient (58 kgs and 165 cm) who experienced could be allergic reaction to injection (latency: 3 weeks), in a lot of pain (latency: 3 weeks), severe swelling (latency: 3 weeks), difficulty standing (latency: 3 weeks) difficult to weight bear and could not walk/having difficulty walking(latency: few weeks) after being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included severe reactions to other medications, irritable bowel syndrome, breast mass removal, cervical discectomy, cesarean, gall bladder, hysterectomy, lt wrist/hand surgery, lung biopsy, sinus surgery, right knee surgery,chondral calcinosis, myocardial infarction, left knee injury, back problems. Patients ongoing conditions included chronic pneumonia, bilateral knee pain, allergies to carta xt, felodipine, morphine, nitroglycerin and valsartan, allergy to sulfa with reactions: cartia xt: rash, felodipine: respiratory distress, morphine: itching, nitroglycerin: seizure and valsartan: cough, sulfa: anaphylaxis, never tobacco use and alcohol use. The past medical treatment(s), vaccination(s), family history were not provided. Before this, she received regular cortisone injections in her knees. Concomitant medications included biotin; clonidine; montelukast sodium; calcium 500 + d3; aspirin 81; omeprazole; diclofenac sodium (pennsaid); ranolazine (ranolazine extended release); spironolactone; budesonide, formoterol fumarate (symbicort); fluticasone propionate, salmeterol (wixela inhub); and cetirizine hydrochloride (zyrtec [cetirizine hydrochloride]). On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (synvisc one) her right knee at dosage of 6ml, frequency once (batch: unknown) for primary osteoarthritis of knee by her physician. Information for batch number was requested. Reportedly, this was the first time she had ever received synvisc-one. On an unknown date on (B)(6) 2019, three weeks after the injection, the patient woke with severe swelling, had pain for no reason and had difficulty standing. Patient mentioned that her knee pain was so severe that she was having difficulty walking. She further described pain as sharp, worse when trying to bend the knees or place weight on them, better at rest but she denied being unstable. These events were assessed as serious as they required intervention. Then 2 days later, patient experienced she could not walk and had to use a wheelchair. This event was assessed as serious as it was leading to disability and required intervention. She went to the emergency ortho clinic in her new town and was told by the doctor that there was no way that the reaction could be due to synvisc-one since it was delayed by three weeks. As a corrective treatment for all the events, patient received cortisone injection and 24 hours later found much relief. She also used paracetamol (advil), and ice packs. After the cortisone injection, her swelling decreased enough, and she could walk again but she was still in a lot of pain. She mentioned that her husband said her knees looked hideous. The patient had read that it could be allergic reaction to injection. Patient believed that her reaction could be from synvisc-one as she had severe reactions to other medications in the past. On an unknown date on (B)(6) 2019, patient had an adverse reaction that made it difficult to weight bear. On (B)(6) 2019, patient visited her physician and her knee was cleaned with betadine, after which 4 cc of marcaine 0.25% and 1cc kenalog 40 mg was injected and then covered with sterile dressing. Patient tolerated the procedure well without complications. Patient was advised to limit activities to comfort level, apply ice to the area and rest to allow healing to occur. She was advised to call or return to the office if area of injection became painfully symptomatic or looked infected. On (B)(6) 2019 (tuesday), patient was scheduled to visit her doctor. On (B)(6) 2019, patient reported for follow up of her bilateral knee pain. Patient complained of 1/10 pain in knees. Patient could not be given nsaids as she had an episode of myocardial infarction recently. The patient was prescribed voltaren gel to apply in the affected area. The patient was scheduled to follow up on (B)(6) 2020 to consider getting cortisone injections. Action taken: not applicable for all events. Corrective treatment: paracetamol (advil), ice pack, volaren gel, kenalog, cortisone injection for severe swelling, difficulty standing, could not walk and in a lot of pain; wheelchair for could not walk; volaren gel, kenalog injection for difficult to weight bear; not reported for could be allergic reaction to injection outcome: recovering for severe swelling, could not walk; unknown for difficult to weight bear, could be allergic reaction to injection and difficulty standing; not recovered for a lot of pain. A product technical complaint was initiated on 24-oct-2019 for synvisc-one. Batch number: unknown global ptc number: 60710. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 24-oct-2019. Additional information received on (B)(6) 2019 from patient via call. Patient's demographics added. Medical history of severe reactions to other medications added. Suspect product therapy dates, route and indication added. Related ID added. Event onset date updated for events of severe swelling, pain and could be an allergic reaction. Event of difficulty standing and could not walk added. Event verbatim updated from pain to in a lot of pain and outcome updated to not recovered. Corrective treatment of advil and ice pack added. Clinical course updated. Text amended accordingly. Additional information received on 24-oct-2019 from other healthcare professional. Investigation summary received and ptc results added. Text amended accordingly. Follow up information received on 27-nov-2019 from consumer. No new information. Additional information received on (B)(6) 2019 from consumer. Patient weight, race, ethnicity and height added. History of bilateral knee pain, chronic pneumonia, irritable bowel syndrome, breast mass removal, cervical discectomy, cesarean, gall bladder, hysterectomy, lt wrist/hand surgery, lung biopsy, sinus surgery, right knee surgery, left knee injury, back problems, allergies to carta xt, felodipine, morphine, nitroglycerin and valsartan, allergy to sulfa, no tobacco use and alcohol use added. Concomitant medications included biotin, clonidine, montelukast sodium, omeprazole, pennsaid, ranolazine, spironolactone, symbicort, wixela and zyrtec added. Suspect product indication updated. Event of difficult to weight bear added with details. Clinical course updated. Text amended accordingly.

Event description:
Difficulty standing [difficulty in standing]. Could not walk [unable to walk]. Severe swelling [swelling of r knee]. A lot of pain [aching (r) knee]. Could be allergic reaction to injection [allergic reaction]. Case narrative: this case is linked to (B)(4) (multiple devices). Initial information received on 17-oct-2019 from united states regarding an unsolicited valid serious case from a patient. This case involves a (B)(6) female patient who experienced could be allergic reaction to injection (latency: 3 weeks), in a lot of pain (latency: 3 weeks), severe swelling (latency: 3 weeks), difficulty standing (latency: 3 weeks) and could not walk (latency: few weeks) after being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included severe reactions to other medications. The past medical treatment(s), vaccination(s), family history and concomitant medications were not provided. Before this, she received regular cortisone injections in her knees. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (synvisc one) her right knee at dosage of 6ml, frequency once (batch: unknown) for bilateral knee oa (osteoarthritis) by her physician. Information for batch number was requested. Reportedly, this was the first time she had ever received synvisc-one. On an unknown date in (B)(6) 2019, three weeks after the injection, the patient woke with severe swelling, had pain for no reason and had difficulty standing. These events were assessed as serious as they required intervention. Then 2 days later, patient experienced she could not walk and had to use a wheelchair. This event was assessed as serious as it was leading to disability and required intervention. She went to the emergency ortho clinic in her new town and was told by the doctor that there was no way that the reaction could be due to synvisc-one since it was delayed by three weeks. As a corrective treatment for all the events, patient received cortisone injection and 24 hours later found much relief. She also used paracetamol (advil), and ice packs. After the cortisone injection, her swelling decreased enough, and she could walk again but she was still in a lot of pain. She mentioned that her husband said her knees looked hideous. The patient had read that it could be allergic reaction to injection. Patient believed that her reaction could be from synvisc-one as she had severe reactions to other medications in the past. On (B)(6) 2019 (tuesday), patient was scheduled to visit her doctor. Action taken: not applicable for all events. Corrective treatment: paracetamol (advil), ice pack, cortisone injection for severe swelling, difficulty standing, could not walk and in a lot of pain; wheelchair for could not walk; not reported for could be allergic reaction to injection outcome: recovering for severe swelling, could not walk; unknown for could be allergic reaction to injection and difficulty standing; not recovered for a lot of pain a product technical complaint was initiated on 24-oct-2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 24-oct-2019 additional information received on 18-oct-2019 from patient via call. Patient's demographics added. Medical history of severe reactions to other medications added. Suspect product therapy dates, route and indication added. Related ID added. Event onset date updated for events of severe swelling, pain and could be an allergic reaction. Event of difficulty standing and could not walk added. Event verbatim updated from pain to in a lot of pain and outcome updated to not recovered. Corrective treatment of advil and ice pack added. Clinical course updated. Text amended accordingly. Additional information received on 24-oct-2019. Investigation summary received and ptc results added. Text amended accordingly.